Event description:
The patient reported that they had a dislodged lead before. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that one of the contact points or a wire was loose. A manufacturer representative set up program 4 for the patient. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).